Event description:
It was reported that "clips do not close properly."

Manufacturer narrative:
An investigation of the reported problem has been conducted by a multi-disciplined team within conmed. The production of this device has been suspended while this investigation has been conducted. The team has visited the vendors of the components that could contribute to the issue. Specifications and production processes and procedures have been reviewed. Enhancements have been made to some processes. The employees have been retrained in the MFR of the device. The enhanced processes and the devices are under-going re-validation. When the re-validation is complete and successful, production will resume. In addition, in-service training will begin in april 2007 for the sales force and in-turn for the end users. This focuses on the indications for use, contra-indications for use (performance restrictions) and cautions for the end users. We feel these steps have been appropriate to address the nature of this complaint. We consider this investigation process well designed and documented and this complaint closed.